Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a post op patient pretty much occluded their tube flat with their mouth. The o.r. Staff was under the impression that the reinforced tubes would pop open in the event a tube was occluded from pressure from the patient¿s mouth or teeth. The patient status was asked but unknown.